Event description:
Reported as "rupture" event further clarified as "band ineffective in may. On x-ray examination, the catheter was floating and, on re-operation on 2004, user facility found the chamber - catheter connection was broken."